Manufacturer narrative:
Codman has been advised that the perforator is not available for evaluation. Review of the device history record will be performed and a follow up report will be filed upon completion of that review.

Event description:
International affiliate reports the surgeon was attempting to access a subdural hematoma when the perforator failed to disengage during drilling. There is no report of injury.